Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Info received, indicates the head hi/low function is drifting. The facility has replaced the hi/low valves and the bed continues to drift.